Event description:
It was reported that after thr surgery performed on (B)(6) 2019, the patient experienced pain, feeling of wrongness, dislocation, and liner breakage. This adverse event was treated by a revision surgery on (B)(6) 2025, in which the r3 32mm ID intl dlt cer lnr 48mm, biolox delta head 32 mm 12/14 m / +4, and r3 3 hole acet shell mm48 were explanted. The current health status of the patient is unknown.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after thr surgery that had been performed on (B)(6) 2019, the patient experienced pain, feeling of wrongness, dislocation and liner breakage. This adverse event was treated by a revision surgery on (B)(6) 2025, in which r3 32mm ID intl dlt cer lnr 48mm, biolox delta head 32 mm 12/14 m / +4, r3 3 hole acet shell mm48, one (1) ref spher head screw 25mm and one (1) ref spher head screw 30mm were explanted. The current health status of patient is unknown.

Manufacturer narrative:
H2: additional information in b5 (summary) and d10 (concomitants).

Manufacturer narrative:
H3, h6: the associated adaptor ring was returned and evaluated. The visual inspection revealed that it has significant wear from use and an area of material ground away. A lab analysis performed on the device revealed that the observed deformation and/or fracture of the implant may be attributed to abnormal loading conditions, excessive mechanical forces, anatomical variations and/or patient anatomy, and/or injury. Additionally, based on the conclusions of the product history review and the device evaluation, further product evaluation is not required because there is no evidence that a manufacturing deficiency occurred. Device batch numbers were not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed head and liner. A review of complaint history of the previous 12 months revealed similar events for the listed part number of the acetabular component, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems in adverse events in primary and revision surgery reveals that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. Also, reveals that implant loosening or fracture, particularly of smaller sized or high offset implants, is more likely to occur in patients who are young, physically active, and/or heavy, which may lead to implant failure and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and events. According with material specification, for the adapter ring the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. And for the ceramic, per material specification, defines the requirements for the physical, mechanical and chemical properties of the biolox® delta ceramic based on the standard iso 6474-2 type x. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint tightness, patient condition, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated adaptor ring was returned and evaluated. The visual inspection revealed that it has significant wear from use and an area of material ground away. Device batch numbers were not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed head and liner. A review of complaint history of the previous 12 months revealed similar events for the listed part number of the acetabular component, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems in adverse events in primary and revision surgery reveals that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. Also, reveals that implant loosening or fracture, particularly of smaller sized or high offset implants, is more likely to occur in patients who are young, physically active, and/or heavy, which may lead to implant failure and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and events. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint tightness, patient condition, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.